Event description:
It was reported that the insulin pump alarmed button error, which was not resolved by a battery replacement. The reporter did not know the blood glucose reading and stated that the keypad was not working properly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.